Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse called the customer to discuss the issue with the monitor. The customer stated that the monitor screen seems dim even after adjusting the brightness and contrast. The screen remains readable and wants to know if it is an indication that the screen may be going out. The fse ordered and sent a new monitor to the customer and the customer will install it themselves. The new monitor screen for the aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was monitor failure.

Event description:
On (B)(6) 2015, a customer reported dim monitor screen with the aia-2000st analyzer. The customer is unable to run afp and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.